Event description:
Angioplasty balloon broke during dialysis fistulogram. Angioplasty balloon inflated in narrowed vein to improve flow for future dialysis treatment. Stenosis resistant to inflation and balloon ruptured. The balloon material broke in half and when trying to remove from patient staff felt resistance. The balloon and sheath were removed over wire to preserve access and new sheath inserted. Procedure proceeded as normal with additional angioplasty. No harm to patient. After procedure the initial balloon inspected and it was determined no remnants left behind. FDA safety report ID# (B)(4).